Event description:
It was reported that an intraocular lens was explanted in a secondary procedure. It was stated that the proximal haptic was amputated and the optic and distal haptic was removed whole during the removal process. It was stated that the patient had blurred vision. No patient injury. No suture, and no vitrectomy were reported. It was stated that the incision was enlarged. It was stated that the patient is doing ''awesome'' and is set to return for his annual appointment in (B)(6) 2014. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed one of the haptics was detached and was missing. The other haptic was still attached to the lens optic. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens is contaminated and the optic is damaged and scratches are present. The scratches are across the lens optic. Also the edge of the lens is torn at the place of the scratch. Optical and diopter measurement could not be performed due to the condition of the returned lens, which is most likely attributed to the lens explant procedure. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. The lens diopter result obtained from the stored electronic data performed when this specific lens serial reported was measured for diopter verification, and showed that the lens serial number met optical property inspections. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4): explant of intraocular lens in a secondary procedure.enlarged incision.all pertinent information available to abbott medical optics has been submitted. Placeholder.